Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the external equipment wouldn't connect with the implant. "No device response, reposition the communicator" would come up when patient representative attempted to enter therapy application. During call no amount of repositioning the communicator resolved the issue. Caller stated that patient had lost weight and implant was poking out and the caller was worried that implant may have flipped. Caller said that the interstim device never helped patient 100% but it did help the patient get up less at night and implant was still helping the patient with symptoms but not as much as it used to, agent asked specific date of change in symptom control and caller did not give one. Caller did say that a few months ago was when they realized that the external equipment wouldn't connect with the implant. The patient was redirected to their healthcare provider to further address the issue.